Manufacturer narrative:
Event description: as reported, during a transurethral lithotripsy (tul), the user attempted to remove a second stone via endoscope and the basket of an ncircle delta wire tipless stone extractor would not open or close. The device's function was tested in an uncoiled position prior to use and " there wasn't any problem". It was reported that the patient's anatomy did not contribute to the basket not opening or closing. The user changed to an unspecified device to complete the procedure. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ncircle delta wire tipless stone extractor was returned for investigation without package or label. There was a small split in the yellow support sheath. When the handle was actuated, the basket would not open. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), does not provide any information related to the reported issue. The returned device was found to have a basket that would not open when the handle was functioned. A small split was observed in the yellow support sheath, but the damage does not appear to be the reason the device did not function. It appears the basket was stuck in the distal end of the basket sheath, but the cause could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a transurethral lithotripsy (tul), the user attempted to remove a second stone via endoscope and the basket of an ncircle delta wire tipless stone extractor would not open or close. The device's function was tested in an uncoiled position prior to use and " there wasn't any problem". It was reported that the patient's anatomy did not contribute to the basket not opening or closing. The user changed to an unspecified device to complete the procedure. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.